Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: g3, h2 and h10. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
As part of our investigation, the technical assistance center assisted the customer with troubleshooting. Tac instructed the customer to turn the zero wire transmitter and receiver off/on then press and hold the ¿bond¿ button on the tx unit until its led begins flashing rapidly, then release. Then press and hold the ¿bond¿ button on the rx unit until its led begins flashing rapidly, then release. Tac informed the customer that when the bonding process is completed each unit¿s led will be a steady yellow. The customer reported that the issue was resolved and now has an image on both the primary and secondary monitor. The exact cause of the reported event cannot be determined at this time the unit was not returned to the service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, there was no image observed on the second monitor. However, the primary monitor did display an image. It is unknown if the intended procedure was completed. There was no patient injury reported.